Event description:
A customer reporteda complaint of imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings of 22 mg/dl and 89 mg/dl within a ten minute timeframe.all reading were taken from the finger. When plotted on a parkes error grid the results fall in the "c" zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested back for investigation. Customer has relocated to costa rica and a replaement product has been sent.